Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, corrosion, and elevated ion levels. Update 10/13/16-pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised for metallosis, increased metal ion levels (no labs), pain, instability, impingement, metal debris, and osteolysis. No corrosion was noted. The revision operative note also noted a greater trochanteric fragment, but there is no mention of when/what happened with the fragment (no cabeling was done). The cup is being added to the complaint and part/lot is being updated. The complaint was updated on:11/7/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of cup, loosening of stem. After review of medical records, the patient was revised due to failed right total hip arthroplastly and hip instability. Revision notes provided no information that there is loosening of the cup and stem.